Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.

Event description:
The reporter indicated that a vns patient was undergoing explant surgery, due to an infection that had developed in the patient's neck. Follow up with the patient's treating physician revealed that the patient was prone to "picking" at her clothes, other parts of her body, and in this instance at the incision site, ultimately leading to an infection. The event was initially resolved with oral antibiotics; however, the drainage reoccurred and the patient became unresponsive to antibiotics, prompting explant surgery. Upon reviewing the products "device history record," it was confirmed that the device had in fact been sterilized prior to distribution.